Manufacturer narrative:
Unit alarmed compromised force sensor during the prime/delivery test at 4.0 lbs due to faulty force sensor resistor. No weird sound or noise anomaly noted during testing. Unable to perform basic occlusion, occlusion, prime/ delivery and the excessive no delivery test due to compromised force sensor alarm. Pump received with cracked reservoir tube lip and cracked battery tube threads. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
Customer reported via phone call to have received a compromised forced sensor alarm during priming. Customer states insulin "squirt" out when attempted to prime and insulin pump was making a noise as well. Customer was not able to exit the priming loop. Customer's blood glucose was 278 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced.